Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in good condition. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The device was filled with water. There was no leakage found during investigation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
B.3. Date of event: month and year of event have been provided, but day is unknown. H.3.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage of chemical solution the event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.